Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a shunt percutanious peripheral intervention (ppi). A 5.0 x 40 mm armada 35 was advanced to the lesion and inflated when it ruptured at 10 atmospheres during the first inflation. A new 5.00 x 40mm armada 35 was successfully used to further dilate the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.